Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) reported the upper limit reached warning was seen. The patient had their battery replaced on (B)(6) 2015 due to normal battery depletion. The patient needed to void in order to leave the hospital after replacement. The patient stated that the stimulation was not turned up enough to void. They increased stimulation and reached the upper limit reached warning message. The indication-for-use (IFU) was unknown. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Event description:
Additional information received from the healthcare provider noted that the patient was able to void and was released. This reporter had no other information to provide about serial number of device or any action that was taken regarding the upper limit reached issue.